Manufacturer narrative:
This complaint originated from a journal article. The female pt with a history of hypertension and hypercholesterolemia underwent the implantation of three cypher stents to the right coronary artery (rca). Indication for the initial evaluation is unk. Target vessel characteristics are not provided. The high-grade stenosis of the rca was pre-dilated and a 2.5 x 13mm cypher stent was deployed in the distal rca followed by a 2.5 x 18mm cypher stent in the mid rca with a gap between the two. A third cypher stent (2.5 x 18mm) was deployed to cover this gap. The proximal stents were post-dilated and ivus showed good stent apposition without identifiable gaps. Per the authors, it is possible that multiple mechanical factors such as strut stretching at deployment (due to undersized stents) followed by repetitive kinking of the stent during the cardiac cycle interact to disrupt the strut. As significant restenosis had not developed, it is suggested that the fracture was long enough after the intervention as not to interfere with the effect of the sirolimus. The product remains implanted in the pt, thus not available for evaluation. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Conclusion: based on the available info, it appears that lesion characteristics and procedural factors have contributed to the reported stent fracture. Please note: device is distributed outside the united states. However, it similar to the united states product. Any additional info will be submitted within 30 days of receipt.

Event description:
This complaint originated from the journal article: "late incomplete coverage following cypher stent deployment for diffused right coronary artery stenosis". As reported in this article, five months following implant, the pt underwent repeat angiography that revealed a stent fracture with luminal narrowing of the distal end of the proximal stent.